Event description:
On 10/22/1998, the MFR discovered during a review of its voluntary device pt registry a potential device related death. F/u with the hosp nurse on 10/26/1998, revealed that the device outflow graft disconnected from the anastomosis at the aorta resulting in a massive hemorrhage and the pt's death.